Event description:
On 8 february 2023, neotract was made aware of a patient who received a successful prostatic urethral lift (pul) procedure on an unknown date. During the procedure, it was noted that one device did not properly deploy the implant. Investigation of the returned device on 8 february 2023 confirmed that approximately 1.5mm of the needle was broken and unaccounted for. The physician stated that no further follow-up action was planned. No patient harm or injury was reported.